Event description:
It was reported that when the device was used during a low anterior resection, there was a leakage noted during the leak test. The surgeon could not overstitch, so a temporary colostomy was created to complete the case. The device was discarded.